Event description:
It was reported that the patient's blood glucose level reached 30 mmol/l (540 mg/dl). The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with manual injections.

Manufacturer narrative:
The device was received fully deployed. The device delivered 152 pulses. Upon manual rotation of the ratchet gear, fluid did not flow through the fluid path as intended. Inspection of the drive mechanism found that the clutch spring was still being held by the spring latch. As a result, the plunger leadscrew did not advance the plunger and push out insulin through the fluid path when the ratchet gear was rotated. The misaligned spring latch prevented the insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.